Manufacturer narrative:
Conclusion: the valve device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The lot number of the subject dcs is not known, and therefore a dcs DHR review could not be performed. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, user technique, calcification levels and shape of the native anatomy. Cardiovascular injuries and vascular access related complications, such as bleeding, rupture, dissection, and patient death, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy and comorbidities), and/or procedural effects (sheath used, user technique, and puncture cut location). These events can be related to the patient's pre-procedural condition as well as factors related to the device. Pericardial effusion is a known effect that can occur after cardiac procedures. Per the physician, the cause of death was the aortic rupture. Based on the limited information available and as neither an autopsy nor an explant was performed, an assignable root cause of the event could not be determined and the relationship to the device could not be conclusively established. A procedure or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n, lot #: unknown. Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient was admitted with an abdominal aortic tear which was treated with a stent. During the admission while in the intensive care unit, an echocardiogram indicated severe aortic regurgitation (ar). During the valve implant procedure, the valve dislodged three times despite rapid pacing. It was reported that the ventricle was dynamic. During the first attempt, the valve dislodged at 80% deployment and was recaptured. The patient became unstable during the second attempt at valve deployment. On the third attempt, the valve dislodged on release, and resulted in a rupture of the ascending aorta wall due to the outflow crowns on the valve. A pericardial effusion was observed. Subsequently, the patient expired. Per the physician, the cause of death was the aortic rupture. It is unknown if an autopsy was performed.